Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing had detached at the site connector while the patient bolused. The site location was patient's stomach. The pump was worn on abdomen and in the pockets of the pants. The infusion had been in use for a day and the infusions were not exposed to extreme temperatures. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.